Event description:
A pt had reported that they had been wearing focus night & day lenses continuous wear for 3-4 weeks but had to remove the lenses because they could not see & were experiencing red or painful eyes. They state that the lenses were uncomfortable & they experienced dryness, some mucous discharge, light sensitivity & foreign body sensation. They report they were prescribed medication and have discontinued lens wear. The treating eye care practitioner reports that pt seen in 2003 with diagnosis of iritis with no infiltrates present. No further info is available at the time of this report.